Manufacturer narrative:
The technician straightened the siderail latch plate to repair the bed.

Event description:
Information received indicates the siderail will not latch due to a bent latch guard.